Event description:
The customer reported high blood glucose. The blood glucose reading was 401 mg/dl. Troubleshooting was performed. Reviewed the alarm history and discovered that the customer received no alarms. Time, date, and bolus history were correct. Ran a fixed prime test and insulin exited. Performed the high pressure test twice and failed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.